Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.a medical device type: jka. D.2.b common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd received two photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, (B)(4) retention samples from both lots 5048283 and 5260154 were visually inspected with no visible defects. Functional testing was performed on 10 retention samples from both lots, and all samples passed testing without any issues. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on customer provided photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 3 of 4. It was reported that while drawing blood from one patient using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, one tube underfilled. No adverse impact was reported regarding the patient or user.